Event description:
Allegedly, patient was revised due to infection. Srnjr number: (B)(6). Side: r. Gender: f. Non mpo revised products: product ID: pt106056, regen/rnglc+ multi 56mm sz 24. Lot: unknown. Qty: 1. Product ID: ep043654, e1 abt standard acetab liner 36/54mm (sz 24). Lot: unknown. Qty: 1.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.